Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear at an unspecified date and time 3-4 weeks prior to contacting lfs. The patient informed the csr that he manages his diabetes with a combination of oral medication, diet and exercise and denied making any changes to his usual diabetes management regimen when he was unable to obtain a blood glucose result due to the error message appearing. The patient denied developing any symptoms due to the alleged issue however reported receiving health care professional (hcp) phone advice on (B)(6) 2017 between 10:00 -11:00 am instructing him to contact onetouch. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The csr walked the patient through a retest and the alleged issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.